Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient¿s vt (ventricular tachycardia) ablation procedure noise and rise in threshold was noted on egms (electrograms) for the right ventricular (rv) lead. The physician suspected tip/interface issue with the lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.